Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for initial implant procedure. During operation, the right atrial lead helix would not extend. Several attempts were made to extend the lead helix but were unsuccessful. The lead was not used and replaced successfully. The patient was in stable condition prior, during, and post operation.